Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties and magnetic resonance imaging (MRI) access. Replacement went as planned. Device will not return because it was disposed of according to hospital policy. No additional adverse patient effects were reported, patient was doing well in recovery.